Event description:
It was reported that, "the poly was taken out, the retaining wire was outside of the cup."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Should device become available, the evaluation summary will be submitted in a supplemental report.